Manufacturer narrative:
The main component of the system. Other relevant device(s) are: (catalog number sg-64, lot number unknown, use by date unknown and upn# unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
Two endurant stent graft and heli-fx endoanchors were implanted in the patient for the endovascular treatment of an aortic abdominal aneurysm. CT exam showed a maximum aneurysm diameter of 53 mm. It was reported that 4 heli-fx endoanchors were implanted in the patient due to concern for late failure. It was noted that the patient had back pain and it was deemed to be causally related to the index procedure but not related to the device or aneurysm. The patient recovered with medication. It was reported that the patient expired. The cause of death was suicide and not aneurysm related. No additional clinical sequelae were reported.